Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device did not meet the perceived longevity estimates. The crt-d device was removed and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Product evaluation summary: performance data collected from the device was received and analyzed. Battery voltage - battery depletion indicated/eri: time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt <(><<)>=2.62 volt.